Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and when they inserted the dilator into the vizigo sheath, the dilator did not progress and the dilator kinked. It was observed that the vizigo valve was falling inside. The issue was resolved by replacing the sheath and the procedure was completed successfully without any problems. There was no patient consequence.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).